Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - plates: proximal humeral/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery of a delta xtend due to infection, loosening, and periprosthetic fracture. Primary surgery was done on (B)(6) 2016. Prior to this the patient had a proximal humeral fracture. This was addressed using a proximal humeral plate which subsequently failed leading to the delta xtend in 2016. It was unknown that the revision surgery completed successfully. The patient outcome was unknown. This complaint involves unknown number of devices. This report is for one (1) unk - plates: proximal humeral. This is report 1 of 2 for (B)(4).